Event description:
It was reported that the dermatome blade was creating an uneven resection of the donor tissue. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The dermatome blade was returned for evaluation. Measurements taken of the depth of the blade assembly revealed that the device met specs. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.